Event description:
The physician reported that the patient had passed away and the cause of death was unknown. The death summary for the patient was later received and the cause of death was noted to be due to seizure disorder. The patient passed away in their home and were disabled. Further information was received from the physician's office stated that the patient had many problems which contributed to his passing. Follow-up with the funeral home found that the patient was buried with the device still implanted. Therefore it would not be returned for analysis. No additional relevant information has been received to date.